Event description:
It was reported that the patient experienced shortness of breath. The rv lead exhibited short v-v intervals and oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted (B)(6) 2017; etlw1616c124e stent graft implanted (B)(6) 2020; etlw1610c156e stent graft implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.